Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's relative delivered an extended bolus instead of a standard bolus. Customer's blood glucose level was impacted (300 mg/dl). During troubleshooting with tandem technical support, customer was instructed how to cancel the extended bolus.